Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to a driveline infection. The patient presented with right ventricular (rv) failure and treatments included inotrope support and bilevel positive airway pressure (bipap) support. The device operated appropriately. The patient ultimately passed away on (B)(6) 2021 due to sepsis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jan2020. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. A direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient expired on 03dec2021 due to sepsis. The heartmate 3 lvad, serial number (B)(6) , was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.